Event description:
It was reported per field service report: symptom - pump turns off during pumping. Findings/action taken: the trouble came from the main switch. As a result, it was replaced.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.